Event description:
Event description cpi received information that rate sensing portion of this endotak transvenous defibrillation lead was capped. Two weeks after implant the r wave measurement decreased. The physician elected to perform an invasive procedure to replace the rate sensor with a new rate sensing lead.